Event description:
It was reported by a company representative that a surgeon who has been assisting the resident surgeon with vns cases commented that a few of her patients had experienced bradycardia during system testing at surgery. No names were provided, no dates or further details and the information was vague. The hospital's nurse does not know who the patients are or observed any follow up complications with his patients. Good faith attempts to obtain further details have been unsuccessful to date.